Event description:
During an intrathecal pump refill procedure utilizing a 0.7 mm (22g) x 51 mm (2.0 in) non-coring needle in medtronic's refill kit, the needle possibly bent limiting the intrathecal medication refill. The physician was not able to confirm the volume of medication that was injected if it went into the pump. The patient was monitored for an overdose, which per physician evaluation he did not exhibit any evidence of one. Upon further investigation, there could not be a determination with the cause of the bent needle. The needle had already been discarded, though, it was reported that the needle was intact upon discarding. In addition, there were no issues noted when flushing the system or when the emptying the pump before it being refilled. The pump was refilled at a later date with a new delivery of medication without incident.